Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation confirmed that the pump would alarm constantly for a downstream occlusion caused by a failed downstream sensor. The down stream sensor current reading was also observed to be above specification. This prevents the pump from restarting after a downstream occlusion is mitigated. The downstream sensor was replaced.

Event description:
It was reported that a pump alarmed constantly for a downstream occlusion (medication, programmed amount and delivery rate unk).